Event description:
A surgeon reported a capsular bag tear that occurred after placement of an intraocular lens during cataract surgery. The posterior chamber lens was removed and an anterior chamber lens was used. The pt tolerated the procedure well and left the operating room in satisfactory condition.